Event description:
It was reported during central processing, that the 8mm large hem-o-lok clip applier instrument had a loose cable and would not stay in the cable track. There was no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Failure analysis found the primary failure of the loose grip cable to be related to the customer reported complaint. The large hem-o-lok clip applier instrument was found to have a loose grip cable at the distal end and the root cause is attributed to a component failure. The housing was removed for the inspection and the instrument was found to have a cracked clamping pulley, likely causing the loose grip cable at the wrist. The root cause is typically attributed to mishandling/misuse. The large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed and failed during multiple attempts, likely caused by the loose grip cable. Additional observation(s) not reported by site were also identified: the large hem-o-lok clip applier instrument bearings had signs of corrosion. The pitch and grip input disk bearings exhibited orange discoloration. The root cause of the corroded/ contaminated instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing technique. A review of the instrument log for the large hem-o-lok clip applier (470327-12/ n102103080209) associated with this event has been performed. Per logs, the large hem-o-lok clip applier instrument was last used in a procedure on (B)(6) 2021 on system (B)(4). The alleged instrument had 75 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. This complaint is being reported based on the failure analysis findings: the large hem-o-lok clip applier instrument had a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.